Event description:
It was reported that during implant, the operator visually inspected the lead and was unhappy with the lead. The lead was not implanted.. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary #(B)(4), the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.